Manufacturer narrative:
(B)(4). The peritonitis was manifested by abdominal pain. The patient admitted to the hospital intensive care unit for peritonitis. On an unreported date, the patient received unspecified antibiotics for treatment of peritonitis. The cause of peritonitis remained unknown. The patient had not recovered from the peritonitis event prior to their death. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced peritonitis and subsequently passed away. The cause of death was reported as cardiac arrest, however it was not reported whether the pt had recovered from the peritonitis event prior to death. In the same month as the receipt of this report, the pt was hospitalized for another indication. During hospitalization, the pt experienced peritonitis. The cause of peritonitis was unknown. The treatment for peritonitis was unknown. Twelve days after admission to the hospital, the pt experienced a cardiac arrest. On the same day, the patient passed away. An autopsy was not performed. Pd therapy was ongoing at the time of death. Additional information was requested but was not available. This is report 4 of 5 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents for potentially associated lot numbers h13k05044 and h14a01034 was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).